Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 in the morning, the patient noticed that the cgm displayed ¿low¿ without a numeric value. No fingerstick blood glucose (fsbg) measurement was performed at that time. The patient believed his blood glucose was low, the patient drank sugar water and ate food. The patient reported no additional symptoms. Later that evening, the patient¿s cousins and friends drove him to the hospital between 21:30 and 22:00 on (B)(6) 2026. Prior to leaving home, the patient removed the sensor, so no cgm reading was available for comparison. Upon arrival at the hospital, an fsbg measurement showed a value greater than 500 mg/dl; the exact value was not recalled. The patient received IV insulin and remained hospitalized until (B)(6) 2026. Before discharge, another fsbg measurement was performed, which the patient reported was within the normal range, though the patient could not recall the exact value. At the time of report, the patient declined to provide additional information. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.